Event description:
The customer stated she bolused 2 unit and the bolus history shows 20.5 unit. The customer's blood glucose was low and paramedics were called out.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.